Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 89-200s mg/dl.